Event description:
Boston scientific received info that this right ventricular lead had dislodged. The pt's family did not want this elderly pt to have a revision procedure. The pt also had other undisclosed issues and therefore the device was turned down. This action was reported to be unrelated to the lead dislodgement. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.